Event description:
New information received notes that the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Post-procedure, it was revealed that the patient's right atrial lead dislodged. No device intervention was performed. The patient was stable.